Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no physical damage to foreign object detection area and there were no obvious deviations in reprocessing. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscopic system." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had an air leak. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material resembling a seed and plastic fibers was found in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem was confirmed. The device evaluation found that the nozzle had foreign material resembling a seed and plastic fibers in it. . The device evaluation also found that the water supply volume did not meet the standard value, the objective lens and the light guide lens was cracked. There was visible thread on the bending section adhesive and scratches were found on the connecting tube. It was also found that the suction cylinder and the air/water cylinder had no color. The plug was damaged and due to a scratch on plastic distal end cover, insulation resistance value at distal end did not meet the standard value. The image guide protector was shaved and the light guide lens was chipped and it was also found that the universal cord has coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.